Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and a suture was used. It was reported that the packaging of lamina suture wire at opening, with risk of contamination. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/25/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: ¿ please provide photos of the compromised packaging: ¿ which part of the packaging was damaged: shipping box, internal packaging, etc.? ¿ was the sterility of the device compromised? ¿ please describe the sterile packaging: ¿ were there any issues with the seal of the sterile packaging? ¿ are there any tears/holes in the sterile packaging? ¿ please provide the source or name of person providing answers to follow-up questions: the following information was received: this complaint was received directly from the brazilian health authority (anvisa) through an anonymous report, so the customer is unknown. Therefore, at the moment no further information can be obtained beyond what is available in the complaint file. If the complaint is received from a different source and the account name information is made available, the pc will be updated accordingly. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.